Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they cannot read the display. Customer stated that they experienced a high blood glucose and the blood glucose value was 104 mg/dl, 145 mg/dl, 200 mg/dl, 242 mg/dl and 230 mg/dl. The product will not return for the analysis.